Event description:
Catheter had been in for about a week, leak was noted at the exit site, under the dressing. After about a week the catheter became difficult to flush, and then the leak would appear.